Manufacturer narrative:
Batch review performed on 23 feb 2026 liner: mpact dm 01.26.2850mhc double mobility hc liner d 28/dme (k092265) lot 2312619: (B)(4) items manufactured and released on 21-jun-2023. Expiration date: 2028-jun-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.202 mectacer head biolox delta dia.28 12/14-m (k112115) lot 2101449: (B)(4) items manufactured and released on 28-may-2021. Expiration date: 2026-may-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs director. 2 years after primary cementless tha, the joint presents instability and the surgeon revised the head to a longer one, exchanging the pe liner as well, as customary. No reason to suspect a performance deterioration of the devices. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At 1 year 11 months from primary, the patient came in presenting instability and the cause is unknown. The surgeon revised the d 28 double mobility liner to a liner of the same size and revised the 28mm biolox head to a head of the same size with a biolox option sleeve l. The surgery was completed successfully.